Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Fractured stem made it necessary to revise hip replacement. Corail stem has fractured through the neck requiring revision of stem. Surgeon indicated that the joint has been infected in the past and that the patient has been in long term antibiotics.

Manufacturer narrative:
The complaint description states that a corail stem has fractured through the neck requiring revision of stem. The stem was not returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Post operative x-rays were reviewed. Stem has fractured in the neck region which resulted in superior migration of the stem related to the femoral head, as visible in the x-rays provided. Primary surgery operative notes were reviewed. Medical records of first implantation provide no additional information. It is not possible to conclude on the root cause of the complaint. Based on the x-rays and operative notes review, it is not possible to determine if a manufacturing defect was present. Based on the information received and the investigation performed, the root cause of the incident could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.